Manufacturer narrative:
The insulin pump was received with a constant a35 alarm during rewind due to motor encoder out of place. Unable to perform displacement test due to a35 alarm. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motion sensor test failure. Customer's blood glucose at time of incident was unknown mg/dl. The customer was unable to rewind the pump. The customer tried 5 times to rewind the pump it won't rewind. The customer was not able to troubleshoot because the pump won't rewind. The customer was advised to discontinue use of the pump and it will be replaced.